Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Additionally, a cartridge change error occurred. Customer¿s blood glucose level was 135mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error-load sequence issue was verified, but the ui: load fill estimate - minimum fill notification issue could not be verified. The information will be used for tracking and trending purposes.